Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion being treated was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 6.0mmx100mmx135cm sterling¿ balloon catheter was selected and advanced. An initial inflation was performed to 8 atmospheres, on the second inflation the balloon ruptured at 8 atmospheres. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patients status was good.